Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the internal wires were damaged. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged wires. The root cause of the damaged wires is excessive force placed on the trunk cable at the connector. No adverse event resulted from the damaged wires.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.